Event description:
A report was received that the patient was experiencing abdominal pain. It was believed that it was not device related but might be related to the procedure. Computerized tomography (CT) scan was taken and result was inconclusive. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.